Manufacturer narrative:
Rashes are typically generalized and most likely due to exposure to cold. Burning sensation is a type of pain characterized by a sensation of excessive heat and sensitivity to pressure. The relationship with the device cannot be established due to insufficient information, however is less likely to be related. According to the coolsculpting user manual, skin sensitivity on the treatment area can occur a week or two after treatment. This is expected and a common side effect is temporary in nature and generally resolve within days of treatment.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting elite treatment to the abdomen on (B)(6) 2024 using the curve 240 applicator (c240) and presented with severe allergic reaction (hypersensitivity), rash, and burning pain. The following treatment was provided after cooling to the area did not provide relief: celestone chronodosis (corticoid steroid) im stat, tramadol/paracetamol (37.5 mg/325 mg (opioid analgesic and antipyretic) po c/4 hours, b12 1000u im stat mant 1000u od. Us regional x 20 min.